Manufacturer narrative:
Additional narrative: additional device product codes: (B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the three (3) 6.0mm titanium soft rod 500mm, five (5) 3.5mm titanium rod 240mm, one (1) 3.5mm titanium curved rod 80mm, and one (1) 3.5mm titanium curved rod 40mm were found broken during reverse logistics audit of returned devices. There was no patient involvement and no additional information is available. This report is for one (1) 3.5mm ti rod 240mm. This is report 2 of 10 for complaint (B)(4).

Event description:
The initial complaint was reviewed and found not reportable. Originally the devices were reported as broken. Further information was received indicating the devices were remnants of implants that were purposefully cut during the surgery. There was no malfunction of the device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: b1, b5, h1: the initial complaint was reviewed and found not reportable. Originally the devices were reported as broken. Further information was received indicating the devices were remnants of implants that were purposefully cut during the surgery. There was no malfunction of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.